Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and disconnected mode due to sync delay. A technical support specialist (tss) identified that the station was in critical override and disconnected mode due to a sync delay. Tss verified that the data sync and maintenance services were running, logs showed no errors, and server communication was active. Tss restarted services and rebooted the station, but the medication application failed to launch due to a severe data or structured query language error. Tss performed database checks, repaired the med application, and applied system adjustments followed by another reboot, the application launched successfully, but the issue persisted until a full sync was performed on the station. Full sync restored communication, cleared critical override or disconnected status, removed health sight viewer alerts, and the system was confirmed functional by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on critical override and was on disconnected mode in remote support service (rss). The customer tried to reboot, but the problem was not resolved. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.